Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir herniated from the patients left to right side, and it became difficult to pump and palpable. A surgical procedure was performed to trace the tubing and a counter incision to deliver the reservoir and replace for a new conceal ectopic reservoir on the right side. There were no further patient complications.